Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. The appearance of the subject device was good and there was no obvious artificial damage. After connecting, it was duplicated the reported phenomenon. The error e116 disappeared after connecting the gpu unit owned by olympus (B)(4) for the testing. And also, the gpu unit of the subject device made the error e116 when connecting to the test device, a camera control unit owned by olympus (B)(4). Olympus (B)(4) surmised that the error e116 was occurred due to the gpu unit failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to temporary accidental cpu/gpu fan failure or temporary contact failure of the fan cable connector of the subject device. The error e116 occurs when the cpu/gpu fans have not responded. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device had the malfunction was displayed at the preparation for the unspecified therapeutic procedure. The intended procedure was completed with the subject device. There was no patient injury associated with this report.